Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k013227.

Event description:
It was reported that during implant surgery the mount did not disengage from the implant and implant was removed. Procedure completed with another implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' The impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm (tsvh11) was not returned to palm beach gardens for inspection. The investigation will be reopened following return of the product for inspection. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth 14 (fdi) and was removed the same day. The reported event could not be recreated without return of the device for functional testing. The customer has not provided additional pictures or x-ray images of the product. Review of appropriate documentation: documents reviewed: 4869 rev 9-10/18; warnings; page 2. DHR review was completed for the subject lot number 63351279. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review was performed for the reported lot number (63351279) for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (stuck components) or product (tsvh11). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.